Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows one lead integrity alert on (B)(6) 2012 15:20:09. It was noted that there were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012 02:15:01. The daily pace lead impedance trend data shows an abrupt increase for right ventricular (rv) pace equaling 816 to 3904 ohms range between (B)(6) 2012. Twelve ventricular non-sustained tachycardia (nst) less than or equal to 210 ms were noted between (B)(6) 2012 23:23:26 and (B)(6) 2012 00:34:26. Ventricular short interval count (v-sic) equaling 8596.1 counts average per day, in 1.52 days, between (B)(6) 2012 12:20:05 and (B)(6) 2012 00:52:24.

Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular [rv] lead was oversensing, had a high sensing integrity count [sic] and high pace/sense impedance measurements. The physician suspected a clavicular crush. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.